Event description:
False positive result (s). False positive for my daughter who's recently fully vaccinated. She was a close contact to a positive covid case, so we had her take a test and she came back positive both times. We tested her with a pcr test and it was negative.